Manufacturer narrative:
(B)(4). Batch # t93605. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 13 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy the clip misfired and damaged tissue. The procedure was completed with an alternate like device. The tissue damage was that the clip injured (tore) the cystic duct. The clip didn't completely close on the duct, so the physician carefully removed the clip. When she removed it, the clip tore the duct. At that point, she asked for a new clip applier and had to place a clip lower than she wanted to. I do not believe it changed the care or outcome of this patient.